Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event (B)(6) 2026.the blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.